Event description:
The fixed duraguard, 25mm overheated while being tested by the service technician during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was received, and quality eval is in progress. Therefore, a f/u report will be submitted upon its completion.